Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Physician reports rupture of the right side device discovered by mammography. Mammography results show: ¿double contour¿, ¿hypodense areas¿, ¿high suspicion of extracapsular rupture of the right device, evidenced by a small siliconoma in the right side axillary fold¿. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of the right side device discovered by mammography.

Event description:
Physician reports rupture of the right side device discovered by mammography. Mammography results show: ¿double contour¿, ¿hypodense areas¿, ¿high suspicion of extracapsular rupture of the right device, evidenced by a small siliconoma in the right side axillary fold¿. Device has been explanted.